Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her daughter (female child patient) experienced high blood glucose level 36 mmol/l (at the time of the incident). They tried to bolus on (B)(6) 2021, (thursday at 2:30 am) but had no delivery alarm. The daughter thought that the bolus was delivered but then it was noticed that the tubing was caught in pump clip. Therefore, she fixed it and then tried again with same set a few hours later. Further, they tried again later that morning and did same thing, but at that time, she started to throw up, and they did site change just before going to hospital (on the same day at 3: 00 pm). Reportedly, they had recurring no delivery alarms and high blood glucose level which led to hospitalization. Subsequently, on the same day at 5:00 pm, she was admitted to the hospital because of high blood glucose level and had no delivery alarms during boluses. During hospitalization, she was treated with insulin drip intravenously. On (B)(6) 2021 (friday at 3:00 pm) she was discharged from the hospital and was off the pump but used the pump on saturday and sunday with no problem (issue resolved). This was reported as a past event. However, the alarms started again on monday, ((B)(6) 2021), so they removed the pump and set, and treated high blood level of 22 mmol/l with injection. Reportedly, they inserted the set first in her buttocks and then in her abdomen. It was also stated that the alarm did not occur during manual prime. Her mother stated that they will try a new infusion set, reservoir, and insulin in a fresh site. As reported her current blood glucose level was 22 mmol/l (at time of call). No further information available.